Event description:
Additional information was received from the patient via patient letter. The patient was asked to clarify the battery was not depleting/stimulation was off. Patient stated stimulation kept turning off. Patient stated it is a work in progress regarding trying to resolve shocking and stimulation too strong issue. Patient then state it was not strong enough. They are resolving the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their device was not charging. Patient clarified that they believe the implant is not charging, as they are in pain, however, both the controller and implant batteries state they are at 100%. Patient said that they had tried resetting the controller, but that did not resolve the issue. Patient mentioned that both of their batteries were fully charged, but the bottom battery was always at 100%. Upon further review, patient stated that their implant battery is at 100%, and it is not depleting. Patient stated when they normally go to charge their implant, the implant will be half used at 50%, but over the past three days, the battery will not deplete. Patient also mentioned they were feeling some pain in their legs and they couldn't walk and it was very painful. Due to caller not being with the equipment at the time of the call, troubleshooting was not able to be performed. The caller was redirected to patient services for further troubleshooting with the equipment.  Patient called back into patient services to continue troubleshooting with the equipment present. Agent walked the patient through resetting the controller and inspecting for physical damage. Patient did not detect any physical damage to the controller port pins. Patient then attempted to start a charging session of their implanted device, and confirmed controller and implant were at 100%. Patient confirmed no alert codes or errors on the controller. Agent then walked the patient through turning the stimulation on using the white button on the controller. Patient confirmed they were able to turn stimulation on, and stimulation was off prior to turning it back on. Patient stated that they wanted to turn their stimulation from group c to group a. Patient reported that therapy group c has always shocked them and the stimulation was too strong. When asked for event date, patient stated group c has pretty much always been uncomfortable since implant date. Agent walked patient through changing back to group a, and confirmed intensity was at 3.7. The patient was redirected to their healthcare provider to further address the issue.  When asked for managing healthcare provider, patient stated they are not sure who their doctor is, as their initial physician moved to new york. Patient stated they have not had to go back to their physicians office in a while, so they are not sure who took over for their previous doctor.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.